Event description:
In 2004, the lab tech called to report they were having problem with breaking tubes of t3462 mueller-hinton broth w/tes (mhb) in use with the v3010 sensititre autoinculator. Five days earlier, a tube inoculated with salmonella (newport) broke as user was unscrewing the dosehead from the tube after removing it from the autoinoculator. The tube broke approx. 2 cm from the top and user sustained a cut to thumb about 16 mm long and 2 mm deep. As a precautionary measure and a requirement of facility, user was checked out by an infectious disease specialist who prescribed ciprofloxacin. User did not get stitches. User could have got stitches but opted not to.